Event description:
It was reported to boston scientific corporation that there were issues involving two wallflex enteral duodenal stents used to treat a patient. According to the complainant, a wallflex enteral duodenal stent (the subject of manufacturer report # 3005099803-2010-04597) was implanted within the ascending part of the duodenum on an unknown date. On (B)(6) 2010, in-growth was observed in the stent and a second wallflex enteral duodenal stent was implanted within the first stent. The patient remained hospitalized for other diseases. On (B)(6) 2010, the patient complained of a stomach ache. Free air was observed inside the patient, and a perforation was noted within the ascending part of the duodenum. In the physician's assessment, the stent devices caused the perforation. Conservative management was performed and now the physician is taking a "wait-and-see" approach. Additional follow-up reported that the patient was in stable condition; however, it is unconfirmed if the perforation has healed. The stents remain implanted.

Manufacturer narrative:
(B)(4) - stomach ache, conservative management. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.